Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to the patient developing gout.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00031-1 3002806535-2020-00032-1. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. There were no trends identified from the complaint history review. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure was performed due to gout development in patient.

Manufacturer narrative:
(B)(4). This final/follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, b7, g4, h1, h2, h6, h10. D11: medical product: oxf uni tib tray sz d lm PMA, catalog #: 154724, lot #: 117760. Medical product: oxf twin-peg cmntd fem md PMA, catalog #: 161469, lot #: 540420. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00031-2, 3002806535-2020-00032-2. Initial and revision procedures were performed at different hospital, within the same hospital system, by the same surgeon. Reason for revision: gout development in patient. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A risk assessment has not been performed for the reported event as disease progression (gout) is not device-related a review of the complaint database has found 1 similar complaint for the item code 154724, 6 similar complaints for the item code 161469 and no similar complaints reported with the item 159548. There were no trends identified from the complaint history review. No same lot numbers, no same hospitals and there are no trends in the cause. In most cases of similar complaints, the cause could not be established. Without the opportunity to examine the complaint product, the root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: unk oxford tibial component, catalog #: unknown, lot #: unknown, medical product: unk oxford femoral component, catalog #: unknown, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00031, 3002806535-2020-00032. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to unknown reason was performed.